Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device longer than 48 hours on the leg. The patient was taken to the emergency room and diagnosed with cellulitis. Additional symptoms reported include hyperglycemia (blood glucose level over 300 mg/dl), pain, swelling, irritation and a green discharge after pod removal. The patient was prescribed sulfamethoxazole (to be taken twice daily for 10 days) and cephalexin (500mg, to be taken 4 times daily for 10 days).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Manufacturer narrative:
The device was received fully deployed. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause infection or irritation and no issues were found. The exact cause of reported infection and irritation could not be conclusively determined.